Event description:
Caller reported a malfunction on a pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, with guidance to fill and load a new cartridge independently. The problem did not recur, and the customer was advised to contact support again if any issues reappeared. The caller understood and acknowledged the instructions provided.